Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device UDI lot:13983350 UDI: (B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses (rlt231412j/13983350). Before implanting the excluder, coiling for right internal iliac artery was performed. The procedure ended successfully. No endoleaks were found. When the patient awoke from the anesthesia, he presented with paraplegia. The blood pressure was sustained by meditation. Cerebrospinal fluid drain was performed at ICU. There was no information for improvement in the symptom. No further information was obtained.